Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis event. The same day as peritonitis onset, the patient was treated with injection vancomycin (1gm, every 5th day, intraperitoneal, discontinued after seven days) and injection ceftazidime (1gm, once daily, intraperitoneal, discontinued after seven days) for peritonitis. On an unknown date, the patient was recovered from the peritonitis event. Pd therapy was discontinued. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.